Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not be conclusively established through this evaluation. The account reported that on (B)(6) 2017, the patient was given 125 mcg of intravenous (IV) digoxin as the patient¿s digoxin (dig) level was low; however, the patient remained tachycardic. The patient underwent a direct current cardioversion (dccv) on (B)(6) 2017. Following the procedure, the patient¿s as-vp was 80-107 and the patient was started on dofetilide. The event reportedly resolved on (B)(6) 2017 and the patient was discharged. Multiple attempts for additional information were made; however, no information was provided by the account. The patient remained ongoing on heartmate 3 lvas, serial number (B)(4), and no further related events have been reported at this time. The hm3 lvas IFU listed cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient identifier, weight, usage of device: additional information. Device identification: correction.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 56 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was provided with 125mcg of digoxin IV as dig level was low and the patient remained tachycardic. Status post, dc cardioversion (dccv) the following day. Now as-vp 80-107. Dofetilide was initiated.